Event description:
It was reported that the device failed the spring calibration test.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case damage. Ca-2018-0161 for iui damages. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/21/2007 to the present date 11/24/2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed the spring calibration test.